Event description:
Reporter alleged obtaining discrepant back to back blood glucose results on a patient of 80 mg/dl versus 182 mg/dl when testing was performed less than 10 minutes apart on the inform system. Reporter stated the patient is being kept in a tight glycemic controlled area and is certain the patient was treated however does know they type of treatment received. Reporter indicated quality control testing was performed on the system and both levels were within acceptable ranges; however, the exact date the controls were opened was not known. The control solution is good for three months from the date on the label or until the expiration date on the bottle expires, whichever comes first. A request was made for the return of the suspect device, and replacement product was sent.